Event description:
It was reported that the needle deployed prior to proper pod activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.3. Cloud - smartphone hardware iphone14.3. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Updated d4 - model # from pt-000435 to pt-001662, updated d4 - lot # from unavailable to ph1u07202431, updated d4 - catalog # from pod-ble-h1-520 to pod-omni-i1-6720, updated d4 - serial # (B)(6). Updated d4 - expiration date from unavailable to 1/20/2026. Updated d4 - primary UDI number from (B)(4). Updated h4 - device mfg date from unavailable to 7/20/2024.